Event description:
The customer stated that they have been having ongoing issues with questionable patient results for an unspecified number of patient samples tested with the elecsys pth stat immunoassay on a cobas 6000 e 601 module. The customer provided data for one patient sample. The sample initially resulted with a pth value of 30.23 pg/ml, which was reported outside of the laboratory. The sample was repeated twice, each time resulting with values of 70.39 pg/ml. The repeat result was believed to be correct. The patient was not adversely affected. The pth reagent lot number was 30267002, with an expiration date of 31-may-2019. The field service engineer could not determine a cause. He stated that there was fibrin present in the complained patient sample. He performed a check of the analyzer and ran performance testing. Performance testing was successful. Precision studies were performed and these were within guidelines. The engineer repeated the complained patient sample 5 additional times on (B)(6) 2018 and it resulted with values of 66.83 pg/ml, 67.05 pg/ml, 65.80 pg/ml, 64.26 pg/ml, and 64.04 pg/ml.

Manufacturer narrative:
From the provided calibration and qc data there was no indication of a reagent or instrument issue. The alarm trace did not contain a conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined.